Event description:
It was reported that in interventional radiology, when the md was checking the condition prior to use, he found no issues. However, during the procedure, the tip of the catheter basket detached and remained in the pt. As a result, he stopped the procedure and made an incision in attempt to remove the detached tip, but was unsuccessful so the tip remains in the pt. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be field if additional info becomes available.